Manufacturer narrative:
Product is under engineering eval. Will send f/u within 30 days.

Event description:
Incident as reported: laparoscopy (gall bladder) - "gall bladder in pouch. Surgeon brought bag through port. Used normal pressure and bag broke apart. Operating room nurse thought, a piece came off the bag and fell back in the pt. Doctor and nurse used the laparoscope to see inside and found a piece plastic stuck in port site inside belly of wound. Possibly used a grasper to retrieve the device. Pt is fine. No other action expected."